Event description:
It was reported by the risk manager that the ez45b was opened and a broken piece was noted in the package. It was reported that a second ez45b was opened to perform the case. Risk manager stated that she did not know what the procedure was or which surgeon was involved. Risk manager stated she had already filed a medwatch. Facility requested that she fax co a copy.